Event description:
(B)(4).

Manufacturer narrative:
Differently from what was reported in the initial report, the broken peg was received back and inspected by quality control operator: the breakage was confirmed and was likely due to repeated loads that progressively led to its breakage.

Manufacturer narrative:
The mobile pin broke, probably due to repeated loading and unloading that progressively stressed and weakened the broach handle. From the document review of the lot involved ((B)(4)) no particular anomalies were found related to the problem. The broken peg has been thrown away in the hosp. This is the second case of breakage on handles of this lot; the previous one was reported with MDR 2013-00037. On the basis of medacta's risk analysis, the failure mode is unlikely to cause pt harm since, in case of mfg of the broach handle, a second broach handle is always available in the instrumentation kit, permitting the surgeon to complete the surgery successfully.